Event description:
A talent stent graft device was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as moderately tortuosity, no calcification, and there was no stenosis. The iliac limbs were 16 mm in diameter. The limbs were not crossed and there were no kinks in the stent graft. There was a slight bend in the vessel at the end of the contralateral limb, but the flow was good at the end of the case. It was reported to an hour post procedure the pt had a cold leg. The CT demonstrated that there was a contralateral iliac limb occlusion. The physician performed a thrombectomy and the vessel was reopened. Two days later, and the pt was complaining of bowel distension. The physician performed a CT and the stent graft was intact and there were no issues demonstrated. It was reported that later that day the pt expired, due to bowel ischemia. The physician believes that the cause of death is not related to the stent graft, but most likely related to the procedure. No further info regarding the pt's death is available.

Manufacturer narrative:
(B) (4). Eval, results: death; bowel ischemia. Conclusion: bowel ischemia.